Event description:
During sealing of an artery post a cath lab procedure, the terumo angio-seal vip vascular closure device failed to properly secure the absorbable collagen sponge and the absorbable polymer anchor that are connected by an absorbable self-tightening suture. As a result, manual pressure was needed to maintain normal hemostasis. Following the incident, the patient needed to be on bedrest for 6 hours since extended recovery bed was ordered.